Manufacturer narrative:
The technician could not adjust and brake cable any further and replaced the brake block assembly to repair the bed.

Event description:
Information received indicates the brake is not holding.